Event description:
It was reported that this right ventricular (rv) lead became dislodged. The dislodgement was confirmed via x-ray. A lead revision procedure was performed and this lead remains in service. No additional adverse patient effects were reported.